Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported when the patient was lying down, stimulation felt like it was ¿squeezing her ribs¿ and it was pulsing more. It was putting pressure on her chest and ribs, and it was pulsing; it would quit and do it again. The patient decreased stimulation and turned stimulation off because it was aggravating. It was also reported that the patient had x-rays done in 2014 or 2015 that showed of the leads had migrated down; the patient was wondering if something had happened to the lead. Using the patient programmer, the patient confirmed that adaptive stimulation (as) was not activated. The patient did not have any falls/trauma that could have been related to the issue. It was noted that the patient had an appointment on (B)(6)2016, and the patient wanted a manufacturer representative to be present at the appointment. A manufacturer representative was later contacted, and the manufacturer representative planned to be at the patient¿s appointment. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was not aware of having made any changes or having done anything out of the ordinary that led to the reported squeezing/pulsing in the ribs and pressure on the patient's chest. It was noted that the patient was supposed to meet with a manufacturer representative to resolve the reported issues; however, the patient was unable to do so due to the weather and other personal problems. The consumer also reported that the reported issues, squeezing/pulsing in the ribs and pressure on the patient's chest, had lightened up some since then. In addition, the patient thought [the lead] may have migrated more. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n468162, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n468162, implanted: (B)(6)2014, product type: accessory . (B)(4).

Event description:
It was reported that there was an anchor issue and lead migration. One of the leads had migrated. It was unknown if action was required as a result of the event. X-rays were completed. If there was a product issue, it was unknown if the issue resolved and the cause of the issue was unknown. Patient status at the time of the report was alive, no injury, and it was unknown if there were any patient symptoms or complications associated with the event. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.